Event description:
The customer contacted physio-control to report that their device had a service indicator present and that, at one point, the unit had a white screen upon booting up. The white screen is indicative of a device lock-up. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The customer, a biomed, later advised physio-control that once power was re-cycled, the white screen did not reoccur. After observing proper device operation through functional and performance testing the unit was placed back into service for use. Based on the reported white screen issue, it was recommended that the unit be examined by physio-control, however, the customer declined service. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.